Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported second-hand information that the monitor went off for a second during a surgical case. The monitor came back shortly after and the surgery continued using the navigation system. The rep was not in the or but received a report from the staff present during the functional endoscopic sinus surgery (fess) in or. There was no impact to the outcome of the patient.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. No further relevant issues reported.

Manufacturer narrative:
Codes regarding the device analysis reported in follow up#1 were inadvertently left off follow-up #1 report. Codes now provided.